Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to implant magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. The patient was reimplanted with another cochlear device on (B)(6) 2024.